Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a shocking or jolting sensation when stimulation was on. The shocking/jolting sensation was so uncomfortable no matter what settings were selected that the pt had to turn the device off. There was no known incident or accident related to this event. Add'l info has been requested but was not available as of the date of this report.